Event description:
It was reported that the right atrial (ra) lead dislodged twice during the implant procedure. The dislodgements were discovered via x-ray and sensing value variation. The lead was explanted and replaced to resolve the event and the patient was in stable condition. The ra lead was inspected after the procedure and the helix did not extend properly.

Event description:
Additional information received indicated the p-wave sensing that was previously reported was low and resulted undersensing.